Event description:
It was reported that early battery depletion was observed. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.